Manufacturer narrative:
Upon disassembly, widespread component wear and damage was discovered.

Event description:
It was reported that the micro saggital saw was being used in a hip - tep procedure when three of the jaws of the device broke. The pieces were retained in the head of the saw, therefore, nothing entered the surgical site. When the jaws broke, the blade came out of the device. There were no patient or user injuries, and no adverse consequences.